Event description:
Intuvie received a report indicating that during service at right way medical pump fails to occlude during testing and multiple sets. The failure mode was confirmed, and the probable cause was determined to be a component issue. The pressure sensor was replaced, which successfully resolved the issue. No patient involvement was reported.

Manufacturer narrative:
Intuvie received a report indicating that during service at right way medical pump fails to occlude during testing and multiple sets. A review of the device¿s serial number history revealed no similar complaints. The failure mode was confirmed, and the probable cause was determined to be a component issue. The pressure sensor was replaced, which successfully resolved the issue. The occlusion failure was identified and corrected during servicing performed by a third-party service provider. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint#: (B)(4).